Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance took them to the hospital due to hypoglycemia. The customer's blood glucose levels were 42 mg/dl, 24 mg/dl, and 40 mg/dl. The customer was treated with glucagon shots and intravenous drip. The customer stated they stayed in the hospital until (B)(6) 2020. The insulin pump will not be returned for analysis.